Manufacturer narrative:
The alleged burn did not occur under the patient plate. With the information provided, 3m was unable to determine the potential cause of the alternate site burn.

Event description:
A hospital employee reported that a patient experienced a second degree burn (size; 4% of forearm) and blistering on her right forearm during a four hour unspecified type of debridement surgery. A 3m universal electrosurgical pad was allegedly applied to her right upper arm. The burn and blistering did not occur under the electrosurgical pad placement. The patient allegedly required surgical debridement, minor tendon libation and a fasciotomy for treatment and was reportedly in good condition.